Event description:
Pt received vitek ii -tmj implant- in 1990. Didn't receive notice of recall until approx 7 years later. At this time pt is unable to find an oral surgeon to remove the implant. Was told there is a 98% chance she'll die during the surgery, and there is nothing to replace it with. Pt has been diagnosed with chronic fatigue and immune dysfunction syndrome -neurological encephalitis- and has been unable to work since 1991.